Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified medication for peritonitis which was added into the extraneal bags (dose and frequency not reported). At the time of this report, antibiotic therapy was ongoing and the patient outcome was not reported. Extraneal therapy was ongoing. The action taken with the dianeal therapy was not reported. No additional information is available.